Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that the tubing of an intermate sv 100 device was disconnected from the device before use. The device had been filled with 1 gram amikacin in 100 milliliters saline when the disconnection was observed. No patient injury or medical intervention was reported. No additional information is available at this time.